Event description:
A site representative called for assistance during a vertek biopsy procedure. After the software trajectory was locked, the depth stop position value was incorrect. It appeared the length of the reducing tube was not being added to the value. A medtronic representative instructed site to unlock the trajectory, re-insert the vertek probe into the precision aiming device, and re-set entry. Re-locking the trajectory still produced a short depth stop position. Biopsy needle was able to track and specimen was acquired without proper depth stop position given by the software. Surgery was completed successfully with the use of the stealthstation treon guidance system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site; tested the system and was unable to determine the exact cause of the error as the system performed properly. The issue could not be replicated. The medtronic representative trained the site on proper biopsy navigation technique and they have successfully completed biopsy procedures since training was performed.